Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/28/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, suffering, revision surgery with physical therapy, decreased range of motion and mobility, increased risk for dislocation/future revision surgeries/long-term adverse health risks and metal toxicity. Medical records reported patient with reports of pain and popping in hip. Lab result report for metal ions were greater than 7 parts per billion. There was no revision surgical report within records reviewed but medical records did show follow-up visits for revision of left hip. Part/lot updated. The complaint was updated on: may 19, 2016.

Manufacturer narrative:
Additional narrative: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges pain, metal poisoning, metallosis, metal debris, and elevated metal ion levels.